Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable. When placed on an in-house system, the instrument passed the recognition but failed engagement tests due to a broken grip cable. Therefore, energy testing could not be performed. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy output on 8mm monopolar curved scissors (mcs) instrument was observed to be low. The procedure was completed with no reported injury.